Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. Additional information regarding the retrieval bag potentially coming off of the prongs was unavailable. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report, which represents the initial and final reports combined, is being submitted based on the findings of the engineering evaluation. This event was originally deemed to be non-reportable. However, based on the damage observed on the deployment mechanism, it is possible that the retrieval bag came off of the supports.

Event description:
Procedure performed unknown - "during a procedure, in the process of deploying bag before putting a specimen in the bag, the incident happened during pushing the metal supports with thumb ring actuator. The user has experienced the use of this product at least 5 times in the past." It is unknown if the bag came off of the supports. If the thumb ring actuator was pulled or not until the metal supports were fully pushed to the endpoint. If the bead slid down and interrupted deployment of the bag. Video and pictures are not available. Initial investigation report by distributor: the event unit was returned to [distributor] and visually inspected. The specimen bag was removed from the introducer. The handle and the thumb ring actuator weren't found to be damaged. Confirmed no damage was found with the distal end of the sheath and the supports. The porch remained rolling and appeared to be pulled with the cords. Patient status - "no patient injury."